Manufacturer narrative:
The reported event of incorrect measurement and overestimation was not confirmed. Device image analysis and longevity assessment was performed and found no anomaly.

Event description:
It was reported during follow up that the pacemaker exhibited overestimation of battery longevity. The device was explanted and replaced without any complications. The patient was asymptomatic and stable.